Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Other text : product unavailable for analysis.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1582.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1468 for a description of the other device. It was reported to boston scientific that during a percutaneous endoscopic gastrostomy (peg) procedure, a resolution clip device was being used and twice the clip fell off prior to deployment. The procedure was successfully completed with another resolution clip device. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."